Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn and kinked. Fluid was observed to leak from the tear. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod for less than an hour. The device was originally reported for being unsure if insulin was being delivered. As treatment, the patient applied a new pod.